Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device. The reporter was called three times to verify if the lancet protruded past the cap before or after firing the lancet device. The reporter did not confirm. The reporter states that he was accidental stuck by a lancet. He did not confirm when this occurred. No medical attention required. No adverse event reported. New lancet device with lancets sent and return requested.